Event description:
Reportedly, a mismatch between the time set in the programmer and the time of the episodes recorded in the device memories was observed.

Event description:
Reportedly, a mismatch between the time set in the programmer and the time of the episodes recorded in the device memories was observed.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.